Event description:
It was reported that the power module continued to alarm after the internal battery was exchanged. The battery install process was verified to have been performed properly, however the alarms had continued along with a visible red battery light and a yellow wrench light.

Manufacturer narrative:
Section g4: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a1-a4: patient information updated. Section d1: brand name: corrected section d3: manufacturer information: corrected. Section d4: catalog number and UDI: corrected. Section g1: contact office (and manufacturing site for devices): corrected. Manufacturer's investigation conclusion: the reported event of red battery/yellow wrench alarm issue could not be confirmed through this evaluation. It was reported power module (serial # (B)(6)) continued to alarm after exchanging the internal battery. The battery install process was properly performed and the red battery/yellow wrench continued to be active. Additional information reported abbott engineer was onsite to perform the service and resolve the alarm issue. It was reported the patient has the power module and was instructed to continue using the mobile power unit. Additional information was requested regarding product return status; however, no additional information was provided. A root cause of the red battery/yellow wrench alarm issue could not be determined through this evaluation. The complaint does not meet the requirement of the investigation procedure for a review of the device history records. Heartmate 3 instructions for use, has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. Under section 3, ¿powering the system¿, describes all audible and visual alarms. To set up the power module, perform these tasks: install the power module backup battery. Connect the power cord. Connect the power module patient cable. In section f, safety checklists, replace any equipment or system component that appears damaged or worn. ¿yearly safety checklist¿, schedule a power module inspection and cleaning with thoratec-trained personnel. The inspection and cleaning includes (but is not limited to) functional testing, cleaning, inspection, and replacement of the power module backup battery. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there were no patient consequences due to the power module issues. The power module remained with the patient and an engineer had serviced it. The patient was instructed by the ventricular assist device (vad) team to continue their use of their mobile power unit.